Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform various tasks, such as disconnecting and tightening the tubing and delivering a bolus. The occlusion alarm recurred despite these efforts. The caller observed a ball of insulin but found no visible damage to the cartridge. Assistance was provided in filling and loading a new cartridge, which led to a minimum fill notification. Ultimately, technical support decided to replace the pump.